Event description:
Customer's friend called to report the customers' low bgs. Friend treated customer but was unsure of current bg reading. It was stated that the customer was experiencing convulsions. It was advised to contact emergency service immediately. Customer called later to do troublehooting and recalled that the reservoir was empty in the a.m. And self treated with juice, water and a good breakfast. It was noted that the bgs then elevated. Customer was disconnected from the pump at this time.